Manufacturer narrative:
Title: subcutaneous cervicofacial emphysema following thyroid surgery source: images for surgeons 2584-2586. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, in a case that describes subcutaneous cervicofacial emphysema following thyroid surgery, 5 days post-operatively, the patient presented to a local hospital with sudden onset neck and face swelling after coughing. Computed tomography revealed extensive subcutaneous emphysema of the neck, face, upper thorax and mediastinum, with a possible site of tracheal perforation at the level of c7. The patient was prophylactically intubated for transport back to the metropolitan hospital. However, as the patient was never in any respiratory distress and the usual sequelae of the surgical emphysema is usually self-limiting, the patient was treated conservatively with intravenous antibiotics and extubated the next day.